Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/23/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a zip lock bag. Visual inspection showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens, additional analysis was not possible. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 8/20/2018 and 12/3/2018. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had unexpected post-op refraction after the implantation of model zxr00v +13.5 diopter intraocular lens (iol) in her right eye (od). As a result, lens was explanted and replaced with another zxr00v lens of a lower diopter (+13.0). It was also noted that patient was recovering as there was no patient injury. No additional information provided.

Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).